Event description:
It was reported that immediately following an implant procedure, a patient complained of chest pain. It was later discovered that the patient's right ventricular lead was experiencing increased capture thresholds. The lead was explanted and replaced on the same day. There were no patient consequences.